Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient pulled infusion set patch when she was trying to disconnect because it is hard for her to take it off as she has neuropathy making it difficult to grip leading to hyperglycemia on (B)(6) 2026 and got treated correction bolus via pump.